Event description:
It was reported that a physician attempted arteriotomy closure with a starclose vascular closure system after an intervention procedure. After successfully deploying the clip, the vessel locater wings would not fold up and came through the clip upon deployment. The physician used force to remove the device from the pt's artery and wings remained open. Hemostatis was achieved with manual compression. There were no adverse pt events as a result of this incident. No add'l info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd and there was no lot info. We were not able to perform device history record review in this case. A supplemental report will be submitted with any relevant info.